Event description:
Caller reported that the t:slim x2 pump battery would not charge and was unable to confirm any power source alerts as the pump screen was non-functional. The customer had attempted troubleshooting steps, including using different wall adapters and charging cables, but these efforts did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, which was under warranty, and advised the customer to use mdi as a backup therapy to ensure continuous insulin delivery. The customer would receive a pump with updated software and was instructed to return the non-functioning pump using a pre-paid label to avoid being billed. Upon receiving the replacement, the customer was guided on programming the pump settings and connecting the cgm.